Manufacturer narrative:
The apollo micro catheter (model: 105-5095-000 lot: a668964) was returned for analysis within a shipping box; within a tyvek bio-pouch; within a plastic bio-pouch; within an opened apollo outer carton and within a secondary plastic bio-pouch. . The apollo micro catheter total length was measured to be ~171.5cm, the usable length was measured to be ~165.5cm (specification 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~26.3cm (specification 25.0cm +2cm -1cm). It could not be determined if the apollo usable and distal floppy segment lengths meet specification as the 1.5cm detachable tip was found detached and not returned. It is likely the detached tip was discarded at the site. Onyx residue was found within the apollo micro catheter hub. No bends or kinks were found with the apollo catheter body; however, the distal ~6.5cm of the apollo catheter body was found stretched. The ldpe coupli ng tube overlap length was measured to be 1.63mm which is within specification (specification 1.0mm - 2.5mm). No other anomalies were observed. The apollo micro catheter was returned for analysis. The 1.5cm detachable tip was found detached and not returned. It is likely the detached tip was discarded at the site. Onyx residue was found within the apollo micro catheter hub. The distal ~6.5cm of the apollo catheter body was found stretched. The ldpe coupling tube overlap length was measured to be within specification. Based on the device analysis and reported information, the customer¿s report of ¿catheter entrapment/ difficult removal¿ and ¿tip non-detach¿ could not be confirmed and the causes could not be determined. It is likely the damage found with the returned apollo catheter body (stretching) was caused by the ¿catheter entrapment/ difficult removal¿ issue. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. In addition, high tensile value, extremely tortuous anatomy, reflux over ldpe coupling (i.e. Past proximal marker band) and biomechanical factors (i.e. Vasospasm) may result in tip non-detachment. Tensile testing was performed and found to be within control limits of historical spc data and specifications. There was 1mm of onyx reflux and the patient¿s vessel tortuosity was ¿normal¿. Information regarding injection time or if there was any vasospasm was not reported. Therefore, any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the cause or contributing factors were unknown but there was minimal reflux of onyx. The devices were prepared and flushed as indicated per the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, upon completion of onyx injection embolization, the catheter would not detach from the detachment point due to entrapment. The physician was eventually able to remove the catheter after a period of time by detaching the catheter outside of the patient's body with his hands. The patient was undergoing surgery for treatment of a left parietal avm, with a normal vessel tortuosity. A continuous injection was used and 1mm of onyx reflux was noted. There were no related patient symptoms.